Event description:
MFR rec'd medwatch report, reporting that this myocardial pacemaker lead was removed from service. No allegation was made against the pacemaker lead. This event was created due to MFR's distributor reliability analysis results.